Manufacturer narrative:
This report is being amended to reflect changes. The returned instruments were confirmed to be stuck/wedged together. The connecting bolt was wedged inside of the targeting guide which prevented any measurements being taken. Removal was performed in effort to further investigate. Prior to removal, the connecting bolt was shown to be damaged at the head and the threads and the guide showed signs of deformation and wear at the end where the threads were stuck. After removal, measurements were taken; the connecting bolt was conforming per the measurements and showed heavy signs of wear and deformation from removal. The pin gage measurements taken on the targeting guide were not conforming; however, there were heavy signs of deformation after excessive force was used to remove the connecting bolt. Review of device history records indicated the parts met specifications at the time of manufacture. The instruments had potential field ages of approximately 5 yrs 11 months (bolt), and 5 yrs 8 months (targeting guide). These devices are used for treatment. The surgery was delayed 1.5 hours before completion with replacement of the same product. It was stated delay was of little concern as the patient was having two procedures during the case giving the surgeon ample time to complete the second surgery. Complaint history search found that this is the first complaint of this nature for the instruments involved, per part and lot number combinations. The most likely probable cause could not be determined due to the returned parts being stuck together and the extensive wear and deformation upon separation. Based on information provided and the condition of the parts, the definitive root cause of this issue cannot be established.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that as the connection bolt was inserted into the targeting guide, the bolt jammed itself into the guide. This caused a 90 minute delay.